Event description:
A surgeon reports that the lending haptic stuck to the optic of an intraocular lens (iol) during iol surgery. He reports he observed that the iol did not unfold and was decentered, during pt's post-operative visit. Add'l info was requested and received. Surgeon reports he observed retained lens fragments and conducted a second surgery to remove the fragments and reposition the iol. He also reports the outcome of the event for the pt as "good".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/03/08 and 07/14/08 via phone and 07/08/08 via fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 08/01/2008.